Event description:
A customer reported encountering a cgm error 42 while using a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed guidance on resetting the pump, and the customer was able to successfully start a new sensor session after the reset, with no recurrence of the error.